Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has scratched keypad overlay, scratched case, scratched reservoir tube window, scratched battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 340 mg/dl. The customer does not recall any significant events leading to the alarm. Customer was discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.